Event description:
The baxter field service engineer noted, an infusion pump with depleted batteries before use.the hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed at the customer's facility on 12/26/2006. The batteries were potentially damaged and were replaced. This issue is currently being investigated.